Event description:
A distributor in (B)(6) reported that a heater wire pin on an rt225 infant bias flow breathing circuit was bent. This was found prior to patient use.

Manufacturer narrative:
(B)(4). The complaint device is en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.